Event description:
Patient stated the battery had fallen out of the cadd ambulatory infusion pump resulting in the pump unable to be restarted. Patient arrived at clinic where staff assessed the pump. The battery was not completely secured in the pump and the patient had only received 5ml; of her 5fu infusion. Staff was able to secure the battery in the pump and taped battery cover in place for added security. Per the physician, the pump was restarted at the current rate, resulting in prolonged infusion of the oncology medication. The medication is to be infused within 48 hours, but as a result of the pump issue it was prolonged.